Event description:
It was reported that the device displayed an error code for power supply processor charge level is low. No patient involvement was reported.

Manufacturer narrative:
Additional in d10, h3, h6. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an error code for power supply processor charge level is low. No patient involvement was reported.